Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2026, during a routine nurse shift handover, central venous pressure monitoring was being performed using a central venous catheter (cvc). During flushing of the line, fluid leakage was observed at the connection between the junction hub of the three extension lines and the catheter lumen. Upon inspection, a rupture at this connection site was confirmed. At the time of the event, the patient's vital signs were stable, and there was no evidence of bleeding or oozing from the catheter insertion site. Immediate corrective action was taken: the affected extension line was clamped and discontinued from use. The catheter assembly was then wrapped with sterile gauze and secured with adhesive tape. No further fluid leakage was observed following these interventions. The patient no longer required infusion therapy, and the catheter was subsequently removed without complication. There were no reported patient injuries, adverse events, or negative health consequences associated with this incident. The patient's condition remained stable and was reported as "fine." No additional medical intervention was required beyond the actions described above.